Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 5cm, 6.5cm, and 35.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa. At an unknown time during the procedure the was had become kinked and was used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa. At an unknown time during the procedure the was had become kinked and was used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.